Manufacturer narrative:
Additional/changed and/or corrected data : d.10., g.1., g.3., h.3., h.6. Device evaluation: visual analysis of the returned device identified to be underweight, and a broken shell. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as an surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported intra-capsular rupture to left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intra-capsular rupture to left side. Device has been explanted.